Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, the patient was treated in our hospital for acute myeloid leukemia. A PICC was placed on july 11 using a peripherally cannulated central venous catheter kit and accessories for intravenous infusion of chemotherapy drugs. At 13:02 on october 29, the patient was infused with red blood cells and was found to have extravasation of red blood cells at the PICC catheter. Immediately called the nurse, the nurse arrived at the bedside and examined and found that the catheter ruptured, which may lead to systemic serious infection. The patient was asked about the lack of strenuous maneuvers and maintenance catheter tutorials were known. Immediately inform the doctor and the nurse manager, recommended to remove the catheter treatment. No other information was provided.